Event description:
Pt received syringes without caps covering the needles. Pt got stuck with 3 needles when opening package. Dose, frequency & route used: use up to 5 per day as directed. Therapy dates: (B)(6) 2011 to present.